Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, dissection, and a material test. No damages were observed on the device. An attempt to insert a new guidewire with rotation was made and was unsuccessful as the guidewire could not be inserted, additionally a damage was felt within the guidewire lumen during the attempt. Due to the damage to the guidewire lumen, the deployment test could not be performed. The catheter was dissected to further inspect the cause of the inability of the guidewire insertion and the guidewire lumen damage. Upon dissection it was noted that the guidewire lumen was broken 2.5 cm distal to slider inside the distal inner hypotube caused by the mechanical stress of pebax break and delamination, and the collapsed braid. These issues are related with the inability to insert the guidewire inside the guidewire lumen. Additionally, some white spots were observed on the break point of the pebax. Sem images reveal a failure mode consistent with torsional stresses, indicated by the clockwise direction of failure along the edge. Ftir analysis of the white spots identified bands corresponding to ethyl cyanoacrylate, matching the primary chemical formulation of loctite 4014, with similar wavenumbers and intensities compared to the reference spectrum from the knowitall library. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the guidewire was difficult to load into the catheter and then became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. During preparation the guidewire was inserted into the catheter, but it was difficult to maneuver the guidewire. The guidewire was removed once from the catheter and reloaded into it after the maneuvering difficulty. It was able to move within the guidewire lumen though, so the procedure was continued using the catheter and guidewire. After the catheter was inserted into the patient and ablation applications were made to the left superior pulmonary vein (lspv) the guidewire became too difficult to move inside the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. During preparation the guidewire was inserted into the catheter, but it was difficult to maneuver the guidewire. The guidewire was removed once from the catheter and reloaded into it after the maneuvering difficulty. It was able to move within the guidewire lumen though, so the procedure was continued using the catheter and guidewire. After the catheter was inserted into the patient and ablation applications were made to the left superior pulmonary vein (lspv) the guidewire became too difficult to move inside the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The farawave pulsed field ablation catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.